Event description:
It has been reported to philips that the system was not booting up and stuck at 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flex vision pc, installed new hard drive and the system was returned to its functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that hard drive bays were not powered in the flexvision pc. Review of the logfiles showed that malfunction related to grabber cards or psu or empty battery. The defective part was returned for analysis and cause of the defect indicates the memory component failed. To resolve the issue fse replaced the flexvision pc, hard disk spare part and loading software and configurations. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation code was corrected.